Manufacturer narrative:
The suspect device was returned for evaluation. Upon evaluation of sample received,intermittent waveforms due to the pin defect was observed. The broken pins could have been caused by poor coupling and contact between the transducer cable connector and interface cable. Another possible reason could be due to wear and tear on the interface cable. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history review was analysed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges the patient needed continuous arterial blood pressure monitoring after procedure by using the safe draw. Before use, everything was checked and appeared fine. After connecting to the patient, the monitor showed intermittent waveforms and could not be used normally. No obvious abnormalities were found during the inspection, so the sensor had to be replaced to complete the process. No injury on patient.